Event description:
The lay user/patient contacted lifescan in 2008 and alleged that the threads were stripped/damaged on his one touch ultrasoft lancing device. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred four days earlier between 10 - 11 am. He mentioned feeling sweaty after the reported issue began. However, he reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The pt was unable/unwilling to answer if he was tested on any other meter. At the time of troubleshooting, it was verified that this was not a new product and based on the info provided, there was no misuse of the product. The patient was using a regular cap with the lancing device. This complaint is being reported because the patient alleged that he experienced symptom suggestive of hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject device for evaluation, but has not yet received it. If the device is returned, lifescan will evaluate it and, if the device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.